Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, during the procedure, the bands were attempted to be deployed onto the mucosa, however, the bands failed to deploy. The speedband superview super 7 was removed from the patient and the procedure was completed with another speedband superview super 7 device. Outside the patient the physician noted that there was a band that had broken on the ligator cap of the complaint device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.